Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose was 36 mg/dl. Customer¿s blood glucose 300 mg/dl. Customer said she did not think they are working right, she was not admitted to the hospital she would not let them take her. Customer reported that she was very low, they took glucagon shots and her blood glucose was at 36 mg/dl. Customer reported that she was not able to see any of the alarms on the pump physically. Customer did not want to troubleshoot for the lows. Customer wants to get the sensor replaced. The insulin pump will not be returned for analysis.